Event description:
It was reported that prior to passing the patient had been admitted to hospice with a diagnoses of protein calorie malnutrition and respiratory failure. No additional relevant information has been received to date.

Event description:
A company representative was following up on the patient since records indicated that the generator could potentially be at end of service when an online obituary was found which stated that the patient had passed away after a long illness. The cause of death was not listed in the obituary. Follow-up with the funeral home found that the patient had been cremated and the device discarded. Therefore, product return is not expected. No additional relevant information has been received to date. The cause of death or its relationship to vns have not been reported to date.